Event description:
It was reported during a recent site visit the rn in the sticu stated that the nurse had a flow issues with albumin and propofol and having to poke a hole in the vent to initiate the flow. Although many attempts made there was no additional event details or patient impact provided at this time. It was later reported that customer requested to close the complaint without any further information provided.

Manufacturer narrative:
Additional information, updated sections b.5, g.3. B.3 requested but not provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient demographics requested however not provided. Model /lot or serial not provided by customer.

Event description:
During a recent site visit the rn in the sticu stated that the nurses had a flow issues with albumin and propofol and having to poke a hole in the vent to initiate the flow. Although patient impact was requested it was not provided.